Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat genuine stress urinary incontinence. It was reported that the patient underwent revision of sling erosion on (B)(6) 2008. It was reported that the patient underwent transvaginal removal of synthetic mesh on (B)(6) 2008. It was reported that the patient underwent implantation of synthetic pubovaginal sling (uretex sup) on (B)(6) 2009. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.